Event description:
It was reported that when using the bd pyxis¿ medbank tower, a medication was not visible on the new patient¿s profile. The patient had a temporary profile, and pharmacy had not yet added the full profile. The user requested guidance on issuing the medication and was advised that only non-controlled medications could be issued. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not on patient profile. A technical support specialist (tss) worked the user and guided the user through the process of adding a medication using the 'add item' function, ensuring successful completion. The system functioned as intended after the technical support specialist investigated the issue.